Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was in the high 200s mg/dl. After the alarms, the customer did not always have a chance to change out the pump supplies and insulin delivery was just resumed. The customer's healthcare provider suspected the infusion set was the cause of the occlusions. However, as the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to confirm the cause of the occlusions. The customer declined to provide any further information regarding the past occlusions.